Event description:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain which were different from usual pain related to crohn's disease since essure placement') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. Concurrent conditions included crohn's disease. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced the first episode of musculoskeletal pain ("episode of arthromyalgia"), arthralgia ("mixed-type joint and muscular pain (i.e., inflammatory and mechanical) but with partial inflammatory") and myalgia ("mixed-type joint and muscular pain (i.e., inflammatory and mechanical) but with partial inflammatory"). In (B)(6) 2016, the patient experienced the second episode of musculoskeletal pain ("episode of arthromyalgia") and viral infection ("viral episode"). On (B)(6) 2017, the patient experienced endometriosis ("coagulation of endometriosis stage one"). On an unknown date, the patient experienced spondyloarthropathy ("onset of spondyloarthritis with purely peripheral tropism was not excluded"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, the last episode of musculoskeletal pain, viral infection, arthralgia, myalgia, spondyloarthropathy and endometriosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, endometriosis, myalgia, spondyloarthropathy, viral infection, the first episode of musculoskeletal pain and the second episode of musculoskeletal pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, hypothyroidism, exercise induced asthma, fibroadenoma of breast, cholecystectomy and endometriosis. Concurrent conditions included crohn's disease. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain which were different from usual pain related to crohn's disease since essure placement"). In (B)(6) 2016, the patient experienced the first episode of musculoskeletal pain ("episode of arthromyalgia"), arthralgia ("mixed-type joint and muscular pain (i.e., inflammatory and mechanical) but with partial inflammatory") and myalgia ("mixed-type joint and muscular pain (i.e., inflammatory and mechanical) but with partial inflammatory"). In (B)(6) 2016, the patient experienced the second episode of musculoskeletal pain ("episode of arthromyalgia") and viral infection ("viral episode"). On (B)(6) 2017, the patient experienced endometriosis ("endometriosis stage one"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and spondylitis ("onset of spondyloarthritis was not excluded"). The patient was treated with surgery (total laparoscopic salpingectomy) and coagulation of endometriosis stage one in the course of bilateral salpingectomy. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, the last episode of musculoskeletal pain, viral infection, arthralgia, myalgia, spondylitis and endometriosis outcome was unknown. The reporter considered abdominal pain, arthralgia, endometriosis, myalgia, pelvic pain, spondylitis, viral infection, the first episode of musculoskeletal pain and the second episode of musculoskeletal pain to be related to essure. The reporter commented: batch number/serial number: unknown. No device available for investigation. No information concerning the improvement of the symptomatology after device removal. Event spondylarthritis was described as with purely peripheral tropism (unclear if referring to a diagnosis of peripheral spondyarthritis). Essure removal under general anesthesia with bilateral salpingectomy, coagulation of endometriosis stage one was performed at the same time. Essure was removed at patient's request due to pelvic pain. No follow up was performed after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Most recent follow-up information incorporated above includes: on 17-jun-2019: essure device removal questionnaire received: history added: chron, hypothyroidism, exercise-induced asthma, breast fibroadenoma, cholecystectomy and initial stages of endometriosis. Essure was removed at patient's request due to pelvic pain (new event added). Pharmacist considered essure caused or contributed to the occurrence of the events. No follow up was performed after essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.